Manufacturer narrative:
Based on the info received and the visual and funcitonal results, no conclusion could be reached as to what may have caused the reported incident. The instrument reloaded and fired. It fired and formed all the staples as designed with no difficulties. The staple heights and staple formation were found to be conforming with respect to mfg requirements. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuoulsy improve the products.

Event description:
The device was used during a low anterior resection procedure. It was reported by the affiliate that the surgeon noticed leakage from the anastomosis. He over-stitched to avoid leakage. There was no pt consequence.